Event description:
In 2008, this pt was implanted with a gore excluder aaa endoprosthesis. On the same day, gore confirmed aneurysm growth and type ii endoleaks from the lumbar arteries and the inferior mesenteric artery. This pt is being monitored, as reported no reintervention is planned at this time.

Manufacturer narrative:
Please note - gore was aware of a suspected type ii endoleak and suspected aneurysm enlargement in 2008. However this was not confirmed until three weeks later. This medwatch is being submitted within 30 days of date aware of reportable event. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor associated with endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are anatomically induced by branch vessels, they are a result of pt anatomy and are not indicative of device failure. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak, and the resulting aneurysm enlargement.